Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing ke45 adhesive on forceps cover and pinhole on adhesive on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for any of the identified damages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.